Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging and with pressure placed on ipg to tilt it back into place which causing significant pain into the sides and ribs. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.